Manufacturer narrative:
Patient information is not available for reporting. (B)(6). The 510k: this report is for an unknown synthes proximal locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: al-ashhab, m. (2017) primary ankle arthrodesis for severely comminuted tibial pilon fractures. Orthopedics. Volume 40, no. 2, pages e378-e381. ((B)(6)) this prospective follow-up study presents a case series of primary ankle arthrodesis using a retrograde calcaneal nail to treat closed comminuted tibial pilon fractures between december 2010 and december 2014. Twenty patients (3 female and 17 male patients aged 20-47 years) with severely comminuted tibial fractures underwent primary ankle arthrodesis with a retrograde calcaneal nail and autogenous fibular bone graft. Antibiotics were administered pre- and post-operatively. Average follow-up was 34 months (range 12-60 months). Complication was reported as follows: two cases radiologically presented with varus deformity (8° and 10°). Seven cases showed sudek¿s atrophy. This report is for an unknown synthes proximal locking screws. A copy of the literature article is being submitted with this medwatch. This is report 3 of 3 for (B)(4).